Event description:
The distal tip of the reamer snapped whilst bearing rotated in the femoral canal and still remains in the femur. It was felt that there was sufficient room proximally and it was appropriate to proceed with the smaller stems leaving sufficient cement between the tip of the prosthesis and the residual tip of the reamer.